Event description:
It was reported before using bd preset¿ arterial blood collection syringe the plunger was broken. The following information was provided by the initial reporter: during using the abg, it was found that the plunger was broken.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode.